Event description:
Pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. Cts provided the customer with tips to prevent future altitude alarms, which the caller understood and acknowledged. Customer did not need to replace the cartridge and was able to resume insulin with the original cartridge.